Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump went into improper shutdown mode. The event date, process step and where the event occurred were unspecified. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.